Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, air leaked from the sheath. After puncture and insertion of the sheath into the patient, air was aspirated into the syringe. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.